Event description:
This is the same event and the same pt reported under MDR is # 2939859-1999-00011 (collagen corporation). This second MDR is being submitted for the second suspect product, also a device manufactured by collagen corp. This separate distinct number is provided per the FDA's request for traceability purposes. A physician reported an adverse event related to intradermal augmentation using two bovine collagen products. The pt had a skin test on 18 june 1999 with a negative response. The lot number for the test was not known. In 1999 the physician treated the pt in the periorbital lines using the first formulation of the product and treated the glabellar lines with the second formulation. Physician then used a third formulation to treat the lip lines and nasolabial folds. Approximately one month later the periorbital and glabellar sites became red and swollen. There were no symptoms at the nasolabial or lip line application sites, and there was no report of the test site reacting. The physician gave an onset date for redness and swelling of the glabella and periorbital sites as 16 december 1999. The physician considered the symptoms to be product related. Treatment topical elocon and oral claratyne, was started on 16 december 1999. There were no systemic symptoms.